Event description:
The customer reported the pacer was not working. There was no pt involvement.

Manufacturer narrative:
(B)(4): the customer reported the pacer was not working. There was no pt involvement. The device was sent to the philips bench for eval. The reported symptom could not be reproduced. There were error codes 90007/08 noted in the logs. Per the discretion of the bench technician the power pca was replaced. The device passed all testing and was returned to the customer site for use. The reported symptom could not be reproduced and we are therefore unable to determine the cause of the reported symptoms. The power pca was replaced per the discretion of the repair technician.